Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was damaged. This was noticed during prime of peritoneal dialysis therapy. The patient was not connected during the time of the event. The damaged cassette was further described as there was a small cut or a notch in tubing. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.